Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Customer service provided guidance on resetting the pump, and after following the instructions, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue resurfaced.